Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -9.0 diopter in patient's right eye (od)on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The patient's uncorrected visual acuity (ucva) is 20/20 and the best corrected visual acuity (bcva) is 20/20 on the patient's last visit.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn. (B)(4).